Manufacturer narrative:
Wagner, ethan s., et al. (2025). Transvenous extraction of quadripolar coronary sinus pacing leads. Heart rhythm. Https://doi.org/10.1016/j.hrthm.2025.03.1979 investigation summary: this product was not returned. With the available information boston scientific concluded that there was no problem detected with this device. At this point, it can be concluded that unknown factors most probably contributed to the event. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of unretrieved device fragments (udf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: this product was not returned. With the available information boston scientific concluded that there was no problem detected with this device.

Event description:
It was reported per article of interest literature review that the purpose of this single-center, retrospective, observational study was to describe the safety and efficacy of quadripolar coronary sinus (cs) lead extraction and reimplantation, and to compare outcomes with patients who underwent extraction of non-quadripolar (i.e., bipolar or unipolar) cs leads. Cases were identified from the duke university hospital lead management registry. Patients were included if they underwent extraction of a cs lead between 2013 and 2024. They identified 102 patients who underwent extraction of a quadripolar cs lead and 80 patients who underwent extraction of a unipolar or bipolar cs lead. The most common indications for extraction were infectious, including sepsis or endocarditis and pocket infection. Lead failure was another indication for extraction. In the quadripolar group, the single instance of clinical success, neither complete procedural success nor procedural failure, was due to retention of a small segment less than four centimeters of a fragmented acuity x4 4678 lead within the distal cs. There were no instances of procedural failure or major adverse events. No additional adverse patient effects were reported.

Event description:
It was reported per article of interest literature review that the purpose of this single-center, retrospective, observational study was to describe the safety and efficacy of quadripolar coronary sinus (cs) lead extraction and reimplantation, and to compare outcomes with patients who underwent extraction of non-quadripolar (i.e., bipolar or unipolar) cs leads. Cases were identified from the duke university hospital lead management registry. Patients were included if they underwent extraction of a cs lead between 2013 and 2024. They identified 102 patients who underwent extraction of a quadripolar cs lead and 80 patients who underwent extraction of a unipolar or bipolar cs lead. The most common indications for extraction were infectious, including sepsis or endocarditis and pocket infection. Lead failure was another indication for extraction. In the quadripolar group, the single instance of clinical success, neither complete procedural success nor procedural failure, was due to retention of a small segment less than four centimeters of a fragmented acuity x4 4678 lead within the distal cs. There were no instances of procedural failure or major adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
Wagner, ethan s., et al. (2025). Transvenous extraction of quadripolar coronary sinus pacing leads. Heart rhythm. Https://doi.org/10.1016/j.hrthm.2025.03.1979.